Manufacturer narrative:
Additional information: b2-required intervention to prevent permanent impairment/damage (devices). B5- a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a low vault. In a separate visit the lens was exchanged for a longer length lens and the problem was resolved. D6a (B)(6) 2024. D6b (B)(6)2024. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a low vault. The lens remains implanted. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. No further information is available at this time. If additional information is received, a supplemental medwatch report will be submitted.